Event description:
This 58 year old female had bilateral mastectomies in 1977 and 1978 followed by bilateral silicone reconstruction. She believes implants may be ruptured. She has symptoms of rheumatoid arthritis and subcutaneous nodules. Gross exam shows the left implant to have a 0.7 cm defect with gelatinous material extruding. The right implant appears intact. Both implants have a dow corning patch numbered 34000 on the posterior surface. Both capsules do not show presence of foreign body giant cellsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.